Event description:
It was reported that customer's insulin pump alarmed and is now frozen. Customer's blood glucose is 14.0 mmol/l. Customer was not using a temporary basal. The device was not stored for a long period of time. The device alarmed after a new battery was inserted. There were no significant events leading to the alarm. The keypad was unresponsive. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No frozen display or restart error alarm was noted. The insulin pump passed the restart error test. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, cracked reservoir tube and a cracked reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.